Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gland of an unspecified quantity of one-link needle-free IV connectors were compressed. This was identified when removing the devices from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. A visual inspection of the photograph only showed the top web (printed side) of the blister package. The reported condition could not be verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.